Event description:
It was reported that the insert trial was broken during impacting in the trial of medical procedure. The particle of the insert did not remain in the patient.

Manufacturer narrative:
An event regarding fracture during impaction involving a triathlon modified hollow ps insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: there were indentations on the trial rails consistent with contact with the edge of the baseplate. A portion of the posterior rail had fractured in overload. -medical records received and evaluation: not performed as the event is not related to patient factors. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the fracture occurred in overload condition during trialing. No material or manufacturing defects were identified. It was reported that the fracture occurred during impaction. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the insert trial was broken during impacting in the trial of medical procedure. The particle of the insert did not remain in the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.